Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Correction to the initial emdr in block h6 device code. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to have depleted prematurely. Data was sent for engineering analysis. Analysis showed that the device's power consumption has been steadily increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to have depleted prematurely. Data was sent for engineering analysis. Analysis showed that the device's power consumption has been steadily increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to have depleted prematurely. Data was sent for engineering analysis. Analysis showed that the device's power consumption has been steadily increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to have depleted prematurely. Data was sent for engineering analysis. Analysis showed that the device's power consumption has been steadily increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Correction to the initial emdr in block h6 device code.